Manufacturer narrative:
The reported event was confirmed as supplier manufacturing related. The potential root cause could be the uv bond of the glue plug of the complaint device may not have been fully cured therefore atrion has confirmed this complaint. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that pressure could not be applied. Pressure was given to the device for the dilation of urethra, but no pressure was applied. Per additional information via email from ibc on 09apr2023, the base of the meter part was cracked and detached from the main body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pressure could not be applied. Pressure was given to the device for the dilation of urethra, but no pressure was applied. Per additional information via email from ibc on 09apr2023, the base of the meter part was cracked and detached from the main body.